Event description:
It was reported that there was damage to a tandem charging cable, and the charging supplies were not functional. There was no reported impact to the customer¿s blood glucose level. The customer service team arranged to replace the damaged charging supplies with a two-day shipping option.